Event description:
The device failed the pre-test for active exhalation verification, with the pilot reading outside expected parameters. No patient use, patient harm, or clinical impact was reported. At the time of this report, no evaluation or corrective action had been performed on the device. Since the device has not been evaluated, no specific malfunction has been confirmed, and no components have been replaced. Evaluation and repair are pending. The report reflects the current status of the device, and the investigation is ongoing.

Manufacturer narrative:
The manufacturer previously reported: "the device failed the pre-test for active exhalation verification, with the pilot reading outside expected parameters. No patient use, patient harm, or clinical impact was reported. At the time of this report, no evaluation or corrective action had been performed on the device." A field service engineer arrived on site to evaluate the device. The service engineer replaced the device's proportional valve and 3-way solenoid valves to address the confirmed issue. The unit passed all tests and is returned to customer with no restrictions. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.